Event description:
Reportable based on device analysis reported on 15-feb-2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After placing a 6f guide catheter, a 38 x 2.50mm promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed intact, and the procedure was completed with another stent of same size. No patient complications were reported. However, returned device analysis revealed a break on the hypotube shaft located at 20.5cm distal to strain relief.

Manufacturer narrative:
Promus elite ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 20.5cm distal to strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.